Event description:
The customer reported that the insulin pump stopped working and the screen kept changing and scrolling. The customer stated that the device alarmed and the battery was removed. The customer stated that her doctor treated her high blood glucose of 313 mg/dl. It was stated that a new battery was installed and the insulin pump alarmed button error. The customer also reported that the screen on the insulin pump was fogged. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.